Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized on (B)(6) 2025 and diagnosed with peritonitis. The patient stated they received pharmacological therapy (specifics not provided) while hospitalized, and their abdominal pain and cloudy peritoneal effluent fluid has resolved. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and pharmacological therapy (specifics not provided). The etiology of the patient¿s peritonitis is unknown; therefore, causality could not be established. It should be noted that limited clinical follow-up information precluded a more comprehensive clinical investigation. Those individuals undergoing pd for renal replacement therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty select cycler cannot be disassociated from having a possible causal or contributory role in peritonitis event. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event. However, given the lack of causality, timeline/specifics of events, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot disassociate the patient¿s liberty select cycler from playing a possible role in the serious adverse events.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized on (B)(6) 2025 through (B)(6) 2025 and diagnosed with peritonitis. The patient stated they received pharmacological therapy (specifics not provided) while hospitalized, and their abdominal pain and cloudy peritoneal effluent fluid has resolved. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.